Manufacturer narrative:
This product has not been returned back from the field for analysis. This report will be updated should the product ever be returned.

Event description:
It was reported that this system had delivered anti-tachycardia pacing and shocks that were not effective. A high out of range shock impedance measurement of greater than 125 ohms was also noted. This caused the system to exhibit code 1005 which is indicative of shocking into an open circuit. The patient was given a livevest and later surgical intervention was performed and the right ventricular lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.